Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported multiple error codes in the error log. There was no patient involvement.

Manufacturer narrative:
Contacted the customer and the kit was installed and worked. The device is back in clinical use.